Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a gradual increase in ventricular impedance. Tip calcification was suspected. In addition, the right atrial (ra) lead impedance was noted to be slowly decreasing. The rv lead and ra lead remain in use and the patient is being closely monitored. No patient complications have been reported as a result of this event.